Event description:
Reporter indicated his "mood has been getting slowly better, which is good." The patient reportedly had a seizure. It is unknown at this time if the patient has a history of seizure activity. The physician is planning an MRI of the brain to "to find out if there is anything wrong." Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.